Manufacturer narrative:
Concomitant medical products: 6935m72, lead; 439888, lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) longevity estimate displayed ¿???¿. No intervention was performed and the physician chose to monitor the device. The device remains in use. No patient complications have been reported as a result of this event.